Manufacturer narrative:
Initial reporter phone number: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported outside of a procedure that there was an issue with the straight suction instrument. The suction was bad and had been pulled from one of the sets. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the straight suction would not verify. The straight suction would not be returned.